Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and elevated ketones/diabetic ketoacidosis. The customer was taken to hospitalization for treatment and the pump error or sensor error would be cause for hospitalization. The customer reported blood glucose value of 469 mg/dl and ketones of 4.7. The event involved products unk_ngp, unomedical and mmt-342. Troubleshooting was not performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for unk_ngp. No product return is required for unomedical. No product return is required for mmt-342.

Event description:
Updated summary: as per the additional information received, the event involved products mmt-1884, unomedical, mmt-7040a and mmt-342. No product return is required for mmt-1884, unomedical, mmt-7040a and mmt-342.

Manufacturer narrative:
Additional information has been received regarding the product change which was not included in the initial report. So, the correct product material has been changed from unk_ngp to mmt-1884 as per new additional information and updated in sections b5 (updated the summary), d1/d2a/d2b (product code, brand & device name), d3 (manufacturer details), d4 (product model, catalog, serial, lot number and primary UDI number), d10 (updated the concomitant products) and h11 (added the verbiage for puerto rico manufacturing site) with this supplemental report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.